Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation for the device reported could not be conducted as the lot number provided does not match with the device material number reported. If the corrected lot number becomes available at a later date, this complaint will be updated accordingly. Customer complaint cannot be confirmed based on the information received. In order to perform a proper investigation to confirm the alleged defect reported, and determine any corrective actions, it is necessary to have the device sample. If the device sample is returned at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the valves of the device are not functioning properly and could be allowing water to flow back into the reservoir bottle. Alleged malfunction reported as occuring during use. It was reported there was no patient harm or consequence.